Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspections revealed no abnormalities. Functional flow testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a onelink extension set was unable to be primed. This occurred during priming. The device was connected to an anesthesia set at the time of the event. There was no patient involvement. No additional information is available.